Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual/microscopic inspection: the detached balloon was not returned. The balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 16mm x 4cm balloon. The returned segment, containing the catheter shaft and hubs, was observed. Both marker bands were present on the catheter. The balloon weld bonds were examined under magnification (microscope 6.5x) and evidence of material transfer between the balloon and the catheter shaft was observed, indicating that the laser welding had melted the two components together. The weld bond appeared to be consistent around the entire circumference of the bond at both bond locations, with no defects noted. Remnants of balloon material still were attached to the catheter at both weld locations. No other anomalies were observed to the device. Functional/performance evaluation: no further functional testing could be performed due to the condition in which the sample was returned. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: a visual inspection found the balloon to have detached completely from the catheter at both balloon weld locations; the balloon was not returned with the catheter. Therefore, the investigation is confirmed for balloon detachment. However, the investigation is inconclusive for the reported balloon rupture, as the balloon was not returned with the device. The definitive root cause for the reported balloon detachment or alleged rupture could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event. Labeling review: the current IFU (instructions for use) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended. Precautions: if resistance is felt during post procedure withdrawal of the catheter through the introducer sheath, determine if contrast is trapped in the balloon with fluoroscopy. If contrast is present, push the balloon out of the sheath and then completely evacuate the contrast before proceeding to withdraw the balloon. If resistance is still felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit. Use of the atlas gold pta dilation catheter: apply negative pressure to fully evacuate fluid from the balloon. Confirm that the balloon is fully deflated under fluoroscopy. While maintaining negative pressure and the position of the guidewire, withdraw the deflated dilatation catheter over-the-wire through the introducer sheath. Use of a gentle clockwise motion may be used to help facilitate catheter removal through the introducer sheath. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during angioplasty in the right brachiocephalic vein, the pta balloon allegedly ruptured circumferentially during the fourth inflation (atm unknown). It was further reported that upon retraction through the sheath, it was identified that a segment of the balloon detached and remained in the patient. Guided fluoroscopy demonstrated that the detached segment was located in the right pulmonary artery. Reportedly, the heath care provider (hcp) attempted to retrieve the detached segment using a snare device but was unsuccessful. The hcp decided to conclude treatment and schedule a retrieval procedure following the date of event. The patient was reported as asymptomatic.